Event description:
Ous MDR. It was reported that it was not possible to interrogate the device during the follow-up examination. No deterioration of the patient's state of health was reported. The device was not returned and no explant date was provided.

Manufacturer narrative:
To date the medical product is not available for analysis and could therefore not be examined. The analysis is therefore based on the returned device memory data and the existing production documents. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The available device memory data were checked. The check showed a documented high number of reset entries. Aside from this, the device data showed no anomalies. The analysis of the memory excerpt from 2 august 2016 showed that the existing reset entries were deleted on 9 may 2016 and that the device could be interrogated. No further resets have occurred since that time. Based on the device data from 2 august 2016, a normal functionality of the pacemaker has been seen since 9 may 2016. If a limit of reset entries is surpassed, the device activates the safe program for safety reasons, and a corresponding warning message is displayed to the user on the programmer during interrogation. This is a normal device behavior. The therapy functions of the pacemaker are not affected by this. In summary, there is no indication of a device malfunction. The analysis of the returned device data identified a high number of reset entries, which led to the clinical observation. The cause for the high number of resets could not be determined based on the available data. It can therefore not be ruled out that the observed behavior could have been triggered by external influences, such as strong electromagnetic radiation.